Manufacturer narrative:
Diopter: -10.00. (B)(4). Device has not been returned.

Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 -10.00 diopter implantable collamer lens in the patient's right eye (od) on (B)(6) 2009. Low vault was noted on (B)(6) 2015. The lens was explanted and exchanged on (B)(6) 2016 for a longer length lens. This resolved the problem. Patient's last visit on (B)(6) 2016, bcva was 20/20. See MFR #2023826-2016-00452 for left eye.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in the lens container. Visual inspection found optic torn/split, haptic torn/broken/bent/deformed, and foreign material on lens surface specified as spot. (B)(4).